Event description:
Healthcare professional additionally reported left side lymphadenopathy and ¿emotional instability worsened after acknowledgment of allergan recall¿.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. Device evaluation: "visual analysis of the returned device identified: weight to the spec and deformation. Cloudy was observed after autoclave disinfection process. The device is not broken. Based on the device analysis the final assessment is: no issues found related with the manufacturing process". Additional, changed, and/or corrected data: a.6, d.4, d.9, d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side ¿capsular contracture, seroma and intracapsular rupture.¿ healthcare professional additionally reported left side "capsular contracture, baker grade iii and cyst," lymphadenopathy, and ¿emotional instability worsened after acknowledgment of allergan recall." Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side ¿capsular contracture, baker grade iii, and cyst. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿capsular contracture, seroma and intracapsular rupture.¿ device remains implanted.